Event description:
Customer reported, he dropped the insulin pump and it has cracks on the screen and reservoir compartment. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
No cracks on lcd glass noted. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, and cracked case at window display corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.